Event description:
This is report 2 of 2 of the same event. It was reported from japan that during an unspecified surgical procedure, it was observed that the attachment device made an abnormal noise and the bearing came apart. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. E1: reporter name and number were not provided d10: concomitant device: attachment device, therapy date: (B)(6) 2023. UDI:(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10: additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, the device was visually and functionally tested and it was determined that the device showed a brew. This happens when the attached cutter gets pushed into the tip during operation. It was also observed that the cutter could not be easily inserted into the device and excessive vibration could be detected during operation due to a worn bearing. The device also failed pretests for visual assessment, cutter insertion, vibration, temperature, drill protrusion and cutter protrusion assessment. The assignable root cause was traced to component failure and improper handling. A review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.